Manufacturer narrative:
The customer contacted a siemens customer care center specialist and stated that their vanc quality controls were out of range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse cleaned the aspirate wash probes. The customer replaced the reagent 1 and reagent 2 probes. The cse cleaned the probes and checked their alignments. Quality controls were run, which were acceptable. The cause of the discordant, falsely elevated vanc results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated vancomycin (vanc) results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The samples were then tested on an alternate platform, resulting lower than initial and repeat results obtained on the advia centaur xp instrument. The corrected results were reported to the physician(s). It is unknown if the repeat results obtained on the advia centaur xp instrument or the results obtained on the alternate platform were reported as corrected results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vanc results.

Manufacturer narrative:
The initial MDR 2432235-2017-00145 was filed on february 23, 2017. Additional information (02/24/2017): a siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist stated that vancomycin testing requires use of reagent probes 1 and 2 and aspirate probes 1, 3, and 4 for the wash sequence. The cause of the discordant, falsely elevated vancomycin results on two patient samples is unknown.